Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy procedure, the balloon did not inflate. The surgeon considered that the balloon had been broken from the beginning. A new device was used to complete the case. No injury.